Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tweezer handle broke on arm 1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task was dissection and tissue cauterization when the issue occurred. The broken/loose cable was silver. There was no loss of cautery associated with the broken/loose cable. There were no signs of thermal damage. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment fall into the patient¿s anatomy. The instrument is available for return. No images/videos available.